Manufacturer narrative:
(B)(4); at this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise shortly after the implant procedure. The device was programmed off. The noise resolved on its own. One week later, the device delivered inappropriate shocks due to low amplitude and t-wave oversensing. X-ray confirmed this electrode was placed sub-optimally and surgical intervention was performed to revise the electrode. Nine months later, this s-ICD again delivered inappropriate shocks due to low amplitude and t-wave oversensing. The device was reprogrammed however the issue remains. Surgical intervention was performed and this s-ICD system was explanted and replaced with a transvenous system.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
----